Event description:
Pt came into physician's office with chf and fast a-fib flutter, a lead revision was done and it was found that the pt had an infection. System was removed and later replaced with a new system. Pt is doing well. Cylos dr-t, MDR 1028232-2007-0052. Setrox s 45, MDR 1028232-2007-0053.